Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported impedance measurements were run at 3v and pairs with electrode 8 were high: c/8 26823 ohms, 8/9 24675 ohms, 8/10 23908 ohms and 8/11 23724 ohms. Every other pair was under 2,000 ohms. The patient was getting good therapy with programming that included electrode 8 using amplitude of 5v. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.